Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been camping and her blood glucose has been really high. Customer's blood glucose was 339 mg/dl at the time of the incident. Customer's current blood glucose was 339 mg/dl. Customer stated that she had bolused with the pump and changed the set. Customer treated with a shot. Customer stated that the drive support cap appears normal. Customer found a large air bubble in the reservoir and stated that it covers about 2 lines of the reservoir. Customer was assisted in performing the high pressure test and the pump failed. Customer repeated the test and the pump did not pass. Customer reported that she has bene having this issue since (B)(6) 2015. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.